Event description:
The hospital reported that over a two month period, while performing endoscopic vein harvesting procedures, two of the power supplies were not beeping or delivering energy consistently. Additionally, the performance of the hemopro 2 devices were poor. The same devices were used to complete the procedures. The hospital did not report any pt effects. The hospital will reportedly not be returning the hemopro 2 devices in question. We followed up with the customer to determine what is meant by poor performance for the hemopro 2 devices; however, the hospital was unable to provide additional info. Refer to MFR report #2242352-2012-00789, 2242352-2012-00790, 2242352-2013-01156, 2242352-2013-01157, 2242352-2013-01559 and 2242352-2013-01160 for the related reports.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. (B)(4).